Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed failed battery. The customer was unable to rewind due to the alarm. The customer's blood glucose at the time of incident was unknown. The customer's current blood glucose was 126mg/dl. The customer was advised to revert to backup plan until they can replace battery and be able to clear alarm. The customer will call back to complete troubleshooting.